Event description:
It was reported that the 9600 system had a physicist discrepancy of the field size was too large. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier was adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.